Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer's blood glucose was 224 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and went down to 50 mg/dl. The customer stated that the drive support cap appeared normal. The customer did not perform troubleshooting. The customer stated that the insulin pump had the missing logo. The insulin pump will not be returned for analysis.